Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. No report of patient involvement. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed and over delivered airway pressure. There was no report of patient involvement.